Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of paratubal cyst, adenomyosis, malposition of uterus, migraine, headache, anemia, uterine leiomyoma, hypothyroidism, discomfort, abortion, parity 3, multi gravida, pelvic pain, fibroids and menorrhagia. Previously administered products included: amoxicillin and ibuprofen. The patient had a family history of thyroid cancer and diabetes mellitus. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3412 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (eua, dx l/s, ralh/bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: received uterus, bilateral fallopian tubes, and cervix" is a pear-shaped uterus with bilateral attached fallopian tubes. Bilateral essure coils are present within the intramural tubes. The right fallopian tube is 6 cm in length and 0.8 cm in diameter. The serosa is purple-tan smooth and glistening and the fimbriated end is purple and delicate. The left fallopian tube is 6 cm in length and 0.8 cm in diameter. The serosa is purple-tan smooth and glistening. The fimbriated end is tan and delicate with an adjacent 1.5 cm thin-walled para tubal cyst. [Ultrasound breast] (date unknown): findings: in the left breast 11-1 o¿clock axis 1 cm from the nipple, there is a circumscribed, oval, hypoechoic, horizontally orientated gently lobulated, solid mass measuring 7.5 x 7.4 x 2.4 cm (previously 6.0 x 5.2 x 1.4 cm). In the left breast 3.0 clock axis 4 cm from the nipple, there is a circumscribed, oval, hypoechoic, horizontally oriented, gently lobulated, solid mass measuring 1.7 x 1.3 x 0.7 cm (previously 1.2 x 1.0 x 0.6 cm).impression: left breast 11-1, o clock 7.5 cm solid mass. Left breast 3 o¿clock 1.7 cm solid mass. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: mr received : reporters information, patient medical history and surgical pathology reports were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3412 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal ") in a 42 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3412 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.